Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high creatinine (crem) results generated by the unicel dxc 800 pro synchron clinical systems. Based on available information, some false high crem results were reported out of the lab. The results were questioned and samples were re-tested with a fresh reagent, and results were amended. The exact number of affected pts is unk. Only one example was supplied. The initial crem result was 4.7mg/dl and 0.8mg/dl upon repeat. Based on available information, one pt was admitted based upon the false high crem result.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse replaced the stir motor and lamp. The fse follow-up with the customer in 2008, and it shows that the issue was resolved. Although the fse replaced hardware components, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.